Event description:
The customer reported to olympus that during an unspecified procedure using the evis lucera ultrasound gastrovideoscope, the ultrasound probe had scratches. The procedure was completed using the same device and no delay was noted. There were no reports of patient harm or impact associated with the event. During testing and inspection of the returned device, the acoustic lens had a chip and the transducer was missing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The adhesive on the bending section cover was detached and had a chip. The evaluation also revealed the following findings: due to a pinhole on the bending section cover, water tightness was lost, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of lock engagement lever, the up/down knob could not be locked securely, the control unit had corrosion due to water leakage, and the connecting tube and switch #1 had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the missing ultrasound probe could not be determined, however, it is likely the device was damaged by the user/user handling or the wear and tear of normal use. Olympus will continue to monitor field performance for this device.